Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a low blood glucose level. Customer's blood glucose level was 33 mg/dl. The hospital staff removed the battery cap and lost it. The customer experienced low blood glucose levels once a month. The device was not returned.